Event description:
Patient was implanted with the nalu peripheral nerve stimulator system on (B)(6) 2022. Patient subsequently reported inconsistent therapy and intermittent communication between the implantable pulse generator (ipg) and the external therapy discs. Xray imaging confirmed the ipg pocket was at a depth greater than recommended for optimal communication. Surgical revision was performed on (B)(6) 2022 to move the ipg to a more optimal location. No components were replaced during the procedure and patient reports receiving consistent pain relief after the procedure.

Manufacturer narrative:
No imaging was available from the date of implant for further investigation. Based on timeline, it appears that the ipg was likely implanted at an improper depth rather than migrating after the implant. No procedural complications were reported from the implant or revision and there are no further complaints from the patient after the procedure.